Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: device not returned. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and carto 3 system interface cable, electrocardiograms disappeared from carto and recording system. Additional information reflects that the issue was resolved by changing the cs cable and that the procedure was completed without any consequences on the patient only the procedure took more time. Therefore, follow up investigation was made and it was informed that intracardiac electrocardiograms were also lost. There was also a 30 minute delay experienced but the physician did not consider the delay a potential risk to the patient, so the delay is not an indicative of an MDR reportable event. This event is being reported because physician had no electrocardiograms to monitor patient's heart rhythm and the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected rhythm that can be life threatening. This event was initially reported under carto 3 system ((B)(4)) submitted on august 20,2015 under report # 3008203003-2015-00065. Investigation report of the carto system was completed and closed on september 16, 2015 and concluded that the cause of the issue was due to the carto 3 system interface cable. Therefore, bwi determined to additionally report this event under this product.